Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the supply line of the homechoice cassette and the supply bag, resulting in a leak. This is a known cause of the reported alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of peritoneal dialysis therapy. The patient stated that a supply bag became disconnected from the supply line and leaked. The patient started over with all new supplies. The heater bag leaked due to the disconnection. There was no patient injury or medical intervention associated with this event. No additional information is available.